Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The output connector socket had worn out due to repeated use for a long period of time as 6 years or more have passed since the device was delivered. This causes the scope connection failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center. The reported nbi and lamp dropping out issue was confirmed as the evaluation found the light source displayed a "b30" error when the endoscope was connected to the scope socket. The scope socket connector was determined to be defective as an olympus test scope socket connector was used the subject light source and the unit passed functional inspection and both the lamp and nbi were functional when utilized with 180 and 190 series endoscopes. Additionally, the unit's external housing had minor cosmetic wear and tear. The unit was repaired back to specification and returned to the customer. A review of the unit's repair records indicate the light source was purchased on january 13, 2014 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the evis exera iii xenon light source unit's nbi (narrow band imaging) and lamp were dropping out. No patient injury or harm was reported.